Event description:
Pt complained of being short of breath and soon appeared to be in sudden cardiac arrest and expired during catheterization. There was no evidence of fluoroscopy of pneumothorax or any irregularities. Following the code, a chest x-ray and echocardiogram were performed and there was no evidence of irregularities caused from catheter insertion. Follow-up conversations between distributor rep and dr. Indicate that the dr does not believe the procedure was a direct result of the pt's death.